Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon is reporting one pt with endophthalmitis, noted on post-operative day four after a laser assisted cataract procedure. Symptoms of pain, floaters and a decrease in visual acuity were noted 2-3 days post operative. Associated complications of this event were a hypopyon and a secondary membrane on the posterior lens implant. The surgeon cannot determined the cause of the endophthalmitis, but does not suspect manufacturers product. The surgeon did note that this pt does wear a breathing apparatus during sleeping hours. The surgeon did instruct the pt to stop the breathing apparatus if possible and to wear the shield provided. The surgeon cannot be sure these instructions were carried out. The pt was referred to a retinal specialist for a posterior vitrectomy and intravitreal injections of antibiotics. Cultures were also taken, results are not known at this time. The pt is expected to recover.